Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the peeled adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. A root cause could not be identified for the detached biopsy port. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the port. Based on the results of the investigation, a root cause could not be identified for the detached distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a detached distal end, a biopsy port that had come off, and peeled adhesive on the bending section. There was no patient involvement.